Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f304 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f304 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for the complaint. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer had called to report that the tubing leading to the hematocrit sensor has come out. Due to that, a leak had occurred during buffy coat collection phase of the procedure. The customer has stated that no one was splashed with fluids or injured and that the customer was in stable condition. Customer has aborted the procedure with no return of blood or products to the patient. Customer will return photos as part of the investigation. .